Manufacturer narrative:
The company service representative examined the system and did not indicate replicating reported event of sm [suction pressure surges detected. Vacuum will be disabled. Please release the footswitch treadle to reset.]. However, the system did display sm [infusion lpas pump error detected. Infusion/irrigation, extraction, and ultrasound functions will be disabled.] Which is related to the fluidics module. The fluidics module was replaced. The system was then tested and met all product specifications. The fluidics module was received and no visual non-conformities were observed. Further functional testing did not find any problem with the sample. The system was manufactured on april 29, 2016. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an intermittent "internal-component failure", as the reported event could not be replicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) # 01 is being filed to correct the PMA/510k date on the prior filed supplemental report. Incorrect date of 07/03/2019 is being corrected to 07/08/2019.  The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical procedure a system message was displayed which could not be cleared. The case could not be completed and the patient was transferred to another facility.